Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, it was possible to see that the distal tip was bent, and the proximal section of the guidewire was bent as well. Additionally, the ptfe coating was peeled at the proximal section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2025. It was reported that the device was difficult to cross the lesion. The 100% stenosed target lesion was located in the liver. A 135cm transend guidewire was selected for transarterial chemoembolization (tace). During the procedure, it was noted that device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the ptfe coating was peeled at the proximal section.